Event description:
This is a left-sided lead extraction case conducted in the or to remove 2 fractured ICD leads (mdt 6949 - 65 mths old and 6947 - 120 mths old) and re-implant a new ICD lead. Patient also had a ra pacing lead (mdt 5076) that was 120 mths old that was not intended to be explanted. The patient was placed under general anesthesia, arterial line was placed, fluoroscopy and tee were in use, and blood products were in the room. The md prepped the mdt 6947 with a cook liberator and began lasing with a 16f gl with the teflon outer sheath successfully removing the lead. The md then placed a guidewire for the re-implanted of the ICD lead and soon afterwards the patient's blood pressure dropped. An emergent sternotomy was performed and a perforation in the innominate caused by the guidewire. The injury was successfully repaired, the mdt 6949 extracted and a new ICD lead placed. Md stated lead crowding was a contributing factor in the injury.

Manufacturer narrative:
Device discarded after use.